Event description:
It was reported that the measured lead impedances were inconsistant, but there was no oversensing. Caller suspected possible lead fracture or loose set screw. The implanted device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the measured lead impedances were inconsistent, but there was no oversensing. Caller suspected possible lead fracture or loose set screw. The implanted device and lead remain in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced.